Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer was at 223 mg/dl when they went to bed, 75 mg/dl when they got up to check their level, and 125 mg/dl at the time of the call. The customer experienced symptoms such as a seizure, making strange noises, and spitting up. The customer was given glucose and intravenous dextrose to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will follow up with their doctor. The customer stated their low may have been due to a stomach bug and a cold they had. The insulin pump will not be returned for analysis.